Event description:
It was reported that the 9600 system had stripped locks, a dirty cradle lock, and the orbital lock needed adjustment. This was discovered during a maintenance session. No patient was involved.

Manufacturer narrative:
The service rep cleaned the cradle lock assembly and adjusted the orbital lock brake. He checked the retaining locks, but found no further problems.